Event description:
Olympus was informed that the customer visera elite video system center was returned for service/repair for a reported ¿flooded with saline¿ that occurred during reprocessing. Upon inspection and testing, the service evaluation identified a (reportable) no image malfunction due to a defective/corroded (ap) board. No death, injury or harm was reported.

Manufacturer narrative:
The customer¿s reported issue was confirmed as there are signs of dried on the ap board (corroded and a corroded bottom chassis that is attributing to a no image malfunction. Also, the front panel is fractured/damaged. Additionally, there is a glue-like substance on video connector pins. The cause of the defective board could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image was displayed due to a faulty printed circuit board printer as well as a glue-like substance on the video connector pins. The specific root cause of the faulty printed circuit board and the glue-like substance could not be determined at this time. The bottom chassis was corroded, and a damaged front panel were also found; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.